Manufacturer narrative:
H1, h3 - co has received additional info surrounding this event. The breakage of the device did not occur in the pt but in the attachement to the air device. Co's original submission classifying this as a reportale malfunction was not accurate. This is based on this new info which indicates that the malfunction that occurred is not likely to result in a death or serious injury.

Event description:
During surgery, drill bit broke in the pt. All pieces were removed.